Event description:
It was reported by a customer that on (B)(6) 2011 the fiber laser beam did not come at a 45 degree angle, but went straight out of the fiber at an unk amount of joules. Per the customer, the user and the pt were not injured.